Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that at the patient's last follow-up the implantable pulse generator (ipg) longevity estimate was at 2.5 years. Electrogram (egm) collection was turned on at that follow-up. The patient was seen eleven months later and the estimated longevity had dropped to between half a year and one year. The physician wanted to know if the egm collection being programmed on caused the decreased longevity. The physician stated the device manual states the egm collection has no effect on longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.